Manufacturer narrative:
Immucor technical support used an electronic remote connection method to assess the instrument test well images on the (B)(4) 2015. Customer declined to provide minimal information needed to conduct further investigation.

Event description:
On (B)(6) 2015, a customer reported three (3) unexpected negative result outcomes when testing blood samples for antibody screen on a galileo neo.